Manufacturer narrative:
The lot number of the b-hcg reagent kit in use was not provided and no return materials are available. Due to these limitations, no return testing or file sample testing will be performed. Trending was performed on b-hcg list number to provide an overall reflection of performance in the field. No adverse trends were identified. A review of the b-hcg package insert and the architect system operations manual was performed. These sources of data provide adequate information for the customer to correctly detect and troubleshoot results related issues. Considering all the available information provided, an exact cause of the persistent positive b-hcg levels in the patient cannot be determined and the architect b-hcg assay is performing acceptably.

Event description:
The account generated an elevated architect bhcg on a patient with hyperthyroidism. A d&c procedure was performed with no product of conception present. After the d&c procedure the architect bhcg was tested with again an elevated result. No specific patient information or specific testing data is available. No additional impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.